Event description:
While attempting to defibrillate a pt (age & gender unknown) via electrode pads, the device displayed a "bridge test failed" message. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.